Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.. (B)(4).

Event description:
It was reported that before use the plunger of the bd safetyglide¿ insulin syringe with 29 g x 1/2 was difficult to move. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: complaint evaluation / complaint history check for the event(s) that occurred. A complaint history check was performed and this is the related 1st complaint reported for the defect/condition on lot number 6354824 investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. A review of the device history record revealed two (2) notifications [(B)(4)] that were not related to the complaint. Based on the above, no additional investigation and no CAPA is required at this time.